Event description:
It was reported that a battery depletion alert had been generated for this device. The clinical observation was documented, and the patient's physician will continue to monitor battery status via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.